Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. There is no allegation against any fresenius product in relation to the reported event. Limited info was provided for this safety report.

Event description:
A nurse reported that a pt was admitted to hosp on (B)(6) 2015 due to cloudy effluent, and was diagnosed with peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment: the pt did not wash their hands and did not don a mask. On an unk date during the hosp admission, the pt was administered an antibiotic for peritonitis: name, dose, route, and frequency unk. On an unk date in (B)(6) 2015, the pt was discharged from the hosp. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As on (B)(6) 2015, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, effluent expressed from the peritoneal dialysis catheter is clear, the pt's sign and symptoms of peritonitis have resolved, and the pt completed the unk antibiotic for peritonitis.